Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side swelling, red as well as exchange from textured to smooth due to concern with the product. Healthcare professional confirmed right side seroma. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Manufacturer narrative:
Device evaluation: the device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: ¿ edema: unable to observe since it is not related to the device. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. ¿ erythema: unable to observe since it is not related to the device. ¿ seroma: unable to observe since it is not related to the device. Additional observations: ¿ deformation device, brown particles and crease fold observed on the device. ¿ white biological tissue observed on the device. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported right side swelling, red as well as exchange from textured to smooth due to concern with the product. Healthcare professional confirmed right side seroma. Device has been explanted and replaced.